Event description:
It was reported, the pt complained of some intermittencies some months ago when moving the implant body. Another audio processor was tried. The pt was tested on (B)(6), 2010: no functional gain even with audio processor set at max gain. The rtf measurement showed no response at all. The pt has poor discrimination on the reported side and the audiogram shows severe hearing loss. Before the reported problems, the pt was hearing with his vorp but not enough due to low level of his audiogram.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report. This device ahs been manufactured by symphonix corp. Vibrant med-el took over the assets from symphonix corp in 2003.